Event description:
A hemodialysis user facility has reported that approx. Midway through the hemodialysis treatment, the pt complained of feeling short of breath. Oxygen was applied and the ultrafiltration rate was decreased to minimum. The pt¿s vital signs were stable, blood pressure 186/107, heart rate 108. The pt was afebrile. Approx. 10 minutes after the onset of symptoms, the pt¿s symptoms abated and the nurse documented the pt was resting comfortably and denied any complaints. The pt admitted to similar feelings and complaints while on dialysis, on (B)(6) 2012, for the last 5 treatments. On (B)(6) 2012, an alternative dialyzer was prescribed and the pt tolerated a full treatment without feeling short of breath or having chest pain/tightness, blood pressure remained normotensive between 110-120 mmhg systolic. The pt remains on hemodialysis using the alternative dialyzer with no further issue or known consequence. There is no sample available for eval.